Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss could not be confirmed. Plunger, link, needles and cuffs were not returned. Approximately 19.5 inches of the suture was returned outside the device. The rail suture end was cut with the device cutter. The pre-tied knot was formed, advanced and tightened with dried blood present. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the mildly calcified left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an endovascular repair procedure. Reportedly, when the plunger was removed no suture was present. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 14f and the endovascular repair procedure was completed. Hemostasis was achieved with the preplaced sutures of the two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.